Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with or charge her ipg. She had not used her scs system since (B)(6) 2011. The patient is working with her physician to determine the next course of action.